Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been going really high. Customer stated that she only eats dinner and after taking insulin and carbs, her blood glucose sky rockets. Customer stated that last week it has been acting up and she thought it was the line, so she changed it. Customer did a self test and heard a hum that lasts for a couple seconds. Customer stated that after she presses any button, the pump squeals. Customer stated that there was no alarm. Customer performed the self test and passed. Customer was advised to monitor the pump. Customer's blood glucose was 468 mg/dl at the time of the incident. Customer's current blood glucose is 233 mg/dl. Customer treated with a syringe but she has no insulin and has only used the pump. Customer stated that she found one little kink but no bubbles in the tubing. It was found that the basal was changed. Customer did not have a tubing clamp. Customer was advised that replacement sets and reservoirs will be sent.